Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the physician felt that the lead screw mechanism was not working properly after repositioning several times. A new lead was requested and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor. The analyst commented that the lead helix extend/retract test could not be done due to the condition of the returned lead, as the lead was returned in segments.